Manufacturer narrative:
(B)(4). Adhesions occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure, ipom technique in (B)(6) 2008. During a new hernia repair procedure in (B)(6) 2011, it was noted that the mesh had adhered to the bowel. The surgeon lysed the adhesion. Additional information has been requested.